Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that during pump implant, the reporter had programmed the pump to ¿mg/ml and mg/day¿ and should have been programmed to ¿mcg/ml and mcg/day¿. The actual concentration and dose numbers was accurate. A back table prime was performed and post-prime the reporter corrected the metrology. The reporter stated that the patient was having therapy issues. The device system delivered baclofen. It was later reported that the patient did not experience any therapy issues and ¿all is well¿.